Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate therapy. Noise was observed on the rv lead that indicated lead fracture. The lead was capped and replaced.